Event description:
It was reported that a pediatric patient had a revision surgery on (B)(6) 2014. It was reported that a pediatric patient was implanted t4-l2 (55 right main thoracic curve lenke type 1) on (B)(6) 2013. The original surgery was a posterior thoracic and lumbar fusion for scoliosis correction. Approximately one year post-operatively, patient noticed some pain on her right lower side, including the hip region. Post-operative computerize topography (CT) images taken on (B)(6) 2014 confirm patient has fused, but a small statute nut has come loose at right l2. This was not seen on any prior CT images. There was some loss of correction. On (B)(6) 2014, the patient underwent revision surgery to remove all hardware from t4-l2. It was reported that the patient had pseudoarthrosis at l2 and lost some correction because her spine did not fuse completely. It is suspected that the patient also has pseudoarthrosis at t4-5, but the hardware was intact and tight at that level. The patient was revised with a regular universal spine system construct from t4-l2. A time delay of ten minutes was reported to remove the old hardware. The revision surgery was completed successfully. This is report 2 of 8 for com-(B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that were no issues during the manufacture that would contribute to this complaint condition. DHR review did not include raw material review. This product was manufactured at (B)(4), and our raw materials group does not have access to this information. A pd evaluation was conducted. The report indicates that as a result of a revision surgery resulting from a case in which ¿a small statute nut has come loose at right l2, it was reported that the patient had pseudoarthrosis at l2 and lost some correction because her spine did not fuse completely¿ four implants belonging to the small stature uss system were returned. The small stature uss system is for pediatric and small-statured patients designed to correct scoliosis by segmental correction or global derotation. The technique guide (j3087-e) was reviewed for the proper use and application of these implants. One stainless steel 5.0mm hard rod 500mm (part# 298.243, lot# 4705525) was explanted and returned due to an adverse event, no reported product problem. The drawing for this rod was reviewed (298_236 rev c) and the design, materials and finishing process were found to be adequate for the intended use of this implant. A 5.2mm section of rod was returned. Given the condition in which the parts associated with this complaint were returned in, and the ability of the screw and nut to be easily threaded and assembled together with the rod and collar, it is likely that the complaint resulted from the under tightening of the construct. It is not known as to if the torque limiting handle was utilized in the initial surgery and if so if the torque limiting handle was within calibration. This complaint is a result of surgical technique, the design of the implant is adequate for its intended use. This complaint is confirmed as the x-rays verify that the nut was loose in-vivo. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID reported as: (B)(6). Weight reported as (B)(6) pounds. Additional product codes: mni, mnh, kwp, kwq. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.